Event description:
A tyshak ii catheter was inserted in a very calcified valve area. It pin holed. A second tyshak ii was then inserted into the same very calcified valve area and burst. The second tyshak ii was difficult to remove through a terumo 9fr sheath. On further force to remove the balloon, the distal part of the balloon came away as well as the distal shaft in the pt. The pt appeared well according to they physician and left in situ. No further intervention was performed.

Manufacturer narrative:
The pin hole in the first balloon and the burst in the second balloon were both in the same exact location on the balloon which leads us to believe that the heavily calcified valve led to the hole in the balloon and the balloon burst. The sample catheter that was tested for rbp was taken up to 3.5 atm before burst occurred. The labeled rbp for this catheter is 2.0 atm. The physician did not do this when resistance was met. He used further force on the balloon catheter and caused the distal part of the balloon to separate from the rest of the catheter.